Event description:
A pt reported they were unable to receive an accurate reading on their one touch enhanced meter due to their meter allegedly missing segments. The result on their meter was possible 19mg/dl, but pt is not sure as there were segments missing. Pt did re-test and the result is thought to be over 200 mg/dl. Treatment was food or beverage. No further info has been reported. No serious injury or allegation of harm.